Event description:
A customer reported to baxter (B)(4) of an infusor, in which a leakage occurred from the connection between the luer and the fill port. It is recommend capping with the luer onto the fill port to avoid the leakage because of the residual during in the bladder,if the drug remains in the bladder after the expected infusion time is over. Since the blue winged cap is already removed at the hospital, the patient does not have the cap to stop the flow. The patient observed the residual drug in the bladder after the expected infusion time was over. There was no patient injury and medical intervention.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. Visual examination confirmed the reported condition of a leak from the fill port. The root cause was determined to be excess force applied on the fill port during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.